Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited an inappropriate reset to backup mode. The patient was asymptomatic. Programming changes were implemented and the patient stable post intervention.